Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate and extreme postural changes with stimulation. High impedances were noted on many contacts. The patient underwent a revision procedure wherein the leads, lead splitters and clik anchors were replaced. The physician believed that a bump or something similar caused the lead splitter to malfunction or misalign causing high impedances. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16094232, description: next generation anchor kit-sterile, sc-2316-70 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The sc-2316-70 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. The sc-3400-30 (sn (B)(4)) the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316 (ln 16094232) the clik anchors revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate and extreme postural changes with stimulation. High impedances were noted on many contacts. The patient underwent a revision procedure wherein the leads, lead splitters and clik anchors were replaced. The physician believed that a bump or something similar caused the lead splitter to malfunction or misalign causing high impedances. The patient was reportedly doing well post operatively.